Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt status injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on monitor power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.